Manufacturer narrative:
On 3/12/2019, mentor became aware that the suspect medical device was a 375cc mentor smooth round spectrum saline catalog: 3501460 lot: 6855887 sn: (B)(4) and that the concomitant device was a 375cc mentor smooth round spectrum saline catalog: 3501460 lot: 6855887 sn: (B)(4). On 3/26/2019, mentor became aware that the patient was scheduled for implant explantation on (B)(6) 2019. On 4/5/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/4/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, mentor became aware that the patient also experienced device migration post-operatively. Mentor also became aware that the patient underwent bilateral removal and replacement with the following devices: (right) 500cc mentor memorygel breast implant catalog: 3505001bc lot: 7693958 sn: (B)(4) and (left) 500cc mentor memorygel breast implant catalog: 3505001bc lot: 7693958 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/27/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a tear was observed within a fold or wrinkle in the posterior aspect of the implant, measuring approximately 0.05 cm. Also the same crease ran to the anterior aspect. No other anomalies were discovered. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device, too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old hispanic female patient who underwent primary breast augmentation with an unspecified mentor saline breast prosthesis, noticed right breast was completely deflation while taking a shower. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.